Event description:
As reported in an article to catheterization and cardiovascular interventions: a pt with a pfo and as asa underwent implantation of a 35mm amplatzer pfo occluder because of minor stroke. At a routine follow-up transesophageal echocardiography two years later, a new "asd" was documented and subsequently closed with an add'l 25mm amplatzer pfo occluder. Tee depicts the mechanism of erosion of the "asd", almost predictable by the motion of the "asd" between the lower disk parts, and made apparent during implantation of the second device. Additional comment rec'd from the physician in 2005: "although it is called 'erosion', it has nothing of the ominous potential of the erosions into the aorta. The erosions I described are harmless complications."